Event description:
Customer reported that the insulin pump may not have been delivering insulin. Customer stated that her blood glucose level had been recently experiencing high blood glucose levels. Blood glucose level at the time of the call was 330 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.